Event description:
(1/2, reference (B)(4) for related complaints) (documenting cassette) per medwatch mw5108956: spontaneous call from patient. Patient reporting that she was getting a pump error 6 hours in stating no disposable, won't run that happened a few days ago. She states it happened again yesterday with same error. She is able to change cassettes and it works but she also changed the pump she was using. She states pump serial number (B)(4) is the one giving her issues but she isn't sure if it is cassettes. Advised her if she continues to get error on that pump we will send replacement. Lot number for cassettes not available." Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No. Did we [MFR] replace the cassette? Yes; did the patient have add'l cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: (patient details updated in complaint).

Manufacturer narrative:
Corrected data: updated h6 event problem patient code.